Manufacturer narrative:
This code was selected by the manufacturer based upon information obtained from the user facility and do not reflect the condition of the device following the device investigation. A visual examination revealed that the working length was twisted/bent, the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear that elongated the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cut wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification, due to the melted/split extrusion. The condition of the returned incident device was consistent with the complaint that the device would not bow; however, this was attributed to the melted/split extrusion which hindered the devices ability to bow. During manufacturing, devices are 100% inspected for wire-working length integrity and bowing/ handle functionality. Therefore, the split/melted extrusion and bent working length are likely due to procedural factors. The most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record was reviewed and found to meet all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the device was unable to bow. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; the melted/split extrusion and bent working length.